Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv1194 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on 13 october, the catheter was ruptured and almost severed at the exposed site during infusion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed. The product returned for evaluation was a video and photo of a 4fr groshong nxt catheter. The video and photo showed a circumferential split in the catheter. A clear liquid was seen leaking from the split sight. No other information was plainly visible to form a root cause of the failure. Return of the physical sample is necessary for root cause determination and if that sample is later returned this file will be amended.

Event description:
It was reported on 13 october, the catheter was ruptured and almost severed at the exposed site during infusion. No other information was provided.